Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
An event involved a chemo clave vented bag spike where it was reported that during infusion no chemo drug was filtering through spike since the pin seems to be stuck. Bag was re-spiked. There was chemotherapy medical intervention. There was patient involvement, and no patient harm reported.